Event description:
It was reported that the device stopped compression after 10 minutes. Customer will return the device and two batteries (s/n (B)(4)). Customer also requested investigation of this failure and repair of user advisory 17 (max motor on time exceeded during active operation).

Manufacturer narrative:
The autopulse nimh battery (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. The customer is not following proper battery management procedures of daily system checks and battery swap. Low voltage battery have been used repeatedly. On (B)(4) 2012, this battery was used repeatedly for deployment which was not fully charged which may have caused the reported complaint of "user advisory 17." After the battery was charged and test cycled, it passed testing. No adverse event reported.